Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported via patient indicated that from the beginning the device stuck out some and as time progressed it seemed to move (stick out ) more. The device was removed by the doctor and status of the device was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor it was reported by patient that their implant had fallen out of the pocket. Patient reported the implant started slowly sticking out more and more, and that the implant had bulged out and would get stuck on things, such as the spindle of a chair or would scape under the kitchen counter when they went to stand up. Patient stated they had the lead and implant removed. No further complications were reported or anticipated.